Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the secondary infusion backfilled into the primary fluid. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the as lvp 20d 3ss cv check valve malfunctioned during use and the secondary line back-flowed into the primary line. This complaint was created to capture the 5th of 10 related incidents. The following information was provided by the initial reporter: "secondary infusion attached to primary line. Smart valve defective and secondary infusion backfilled into primary fluid."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 3ss cv check valve malfunctioned during use and the secondary line back-flowed into the primary line. This complaint was created to capture the 5th of 10 related incidents. The following information was provided by the initial reporter: "secondary infusion attached to primary line. Smart valve defective and secondary infusion backfilled into primary fluid."